Event description:
The pt service representative (psr) assisting a (B)(6) female pt contacted zoll lifecor customer support to report that the charger/modem was not working. When the psr had plugged it in, the screen would not light up. Support issued the pt a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor was found to have defective components. The flash memory chips (components u102 and u105) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.